Event description:
It was reported that after breakfast the user experienced hyperglycemia with a peak blood glucose of 225 mg/dl, and the ilet system adjusted insulin delivery to bring glucose back into range without the need for backup therapy or medical intervention. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no assistance required, and no ketone testing. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction and no component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.